Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements at the follow-up six months post-implant. Pacing failure and loss of capture were observed; it was not known whether the patient experienced any asystole due to the loss of capture. A revision procedure was planned for a later date. Four months later, the revision procedure was performed. Lead measurements before the procedure found a pacing threshold measurement of 2.7v @1.0ms; r-wave values and pacing impedance measurements were within normal range. During the revision procedure, there was difficulty in removing the rv lead from the device. Severe adhesion of the ring electrode was observed. Strong force was applied to the lead and the helix became stretched. Visual inspection and fluoroscopy of the lead revealed a suspected fracture. A stylet was inserted into the lead and when it reached the fracture site, the stylet escaped the lumen and approached the insulation. It was noted that the fracture site was closer to the device than to where the new puncture was made, which was unusual. The lead was successfully removed. A new pacemaker and rv lead were implanted without further complications. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was severed 517 mm from the lead tip and only the distal portion was returned. The conductor coils were stretched at 22-114 mm from the lead tip, and were deformed at 347 mm from the lead tip. Electrical testing was performed on the lead segment and the segment was confirmed to be electrically continuous. The helix was not observed to be stretched. The reported adhesion of the ring electrode to heart tissue was confirmed, as the ring electrode was encapsulated in tissue. As the proximal section was not returned, laboratory analysis could not confirm the reported observation of a fracture site that was closer to the device.